Manufacturer narrative:
Manufacturer's investigation conclusion: the report of suspected pump thrombosis could not be confirmed through evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). Additionally, review of the submitted log files confirmed a continuous low flow alarm due to a sudden decrease in flow to values as low as 0 liters per minute (lpm). Although a specific cause could not be conclusively determined through this evaluation, based on previous complaint history, the recorded rotor noise flags following the decrease in flow, as well as the increase in rotor noise values appeared to be consistent with a foreign material being ingested into the pump and contacting the rotor. (B)(6), was returned assembled with the pump cable severed approximately 8.5¿¿ from the pump header. The distal portion of the pump cable (including the inline connector) and the modular cable were not returned. The outflow graft was returned attached to the pump cover outlet port, with the outflow graft bend relief engaged to the graft hardware. The outflow graft clip was returned properly seated over the outflow graft hardware. The cuff lock had been disengaged prior to the pump¿s return and the apical cuff was not returned with the device. Upon disassembly of the returned pump, visual examination of the pump¿s blood-contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The submitted controller event log file contained events from (B)(6) 2023. A sudden decrease in pump flow, to values ranging from 0 ¿ 1.6 lpm was captured on (B)(6) 2023 which resulted in a continuous low flow alarm. Intermittent motor instability, harmonic compensation and rotor noise faults were observed during the low flow state. Consistent with the controller event log file, the submitted and retrieved lvad event log files captured a sudden decrease in pump flow beginning on (B)(6) 2023. Rotor noise faults associated with increases in rotor noise values were also observed during this time. Flow did not recover prior to the reported pump exchange. No other notable events or alarms associated with the pump were captured. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis as a potential adverse that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow and power. The IFU states device flow and power generally retain a linear relationship at a given speed. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Section 4 of the IFU describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, under ¿preparing the ventricular apex site¿, instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6 of the IFU lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 7 of the IFU and section 5 of the patient handbook address system alarm conditions as well as the appropriate actions associated with each condition. Section 8 of the patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted to report the investigation findings.

Event description:
It was reported that the patient had sudden low flows and was admitted to the hospital on (B)(6) 2023. A computed tomography (CT) showed a suspected thrombus formation inside the outflow graft and/or inside the bend relief. The patient was hemodynamically stable at the time. Log files were downloaded and showed an increase in rotor noise and rotor displacement at the time of thrombus ingestion. The patient underwent a pump exchange without any complication. The patient was then transferred to the intensive care unit following the procedure.